Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The pump was unable to perform displacement test and unexpected restart error test due to unresponsive buttons. The pump had cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker and stained address number label. (B)(4).

Event description:
The customer reported via phone call indicating a button error and unexpected restart on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that when the changed out the batteries, he received an unexpected restart and cannot clear it. The customer was unable to check the alarm history due to the buttons not responding. The customer stated that the pump had been splashed last night. The customer was unable to troubleshoot. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.